Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 49 and 52mg/dl. The expected fasting blood glucose test result range is 80-90mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call, a blood test was performed by the customer and produced test results of 113mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 04/05/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).